Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous vessel in the upper arm. The 6.0x40, 40cm mustang balloon was inflated twice (1st inflation unknown atms, 2nd inflation 20atms) and ruptured on the second inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous vessel in the upper arm. The 6.0x40, 40cm mustang balloon was inflated twice (1st inflation unknown atms, 2nd inflation 20atms) and ruptured on the second inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at distal edge of the proximal markerband. A microscopic examination of the balloon material and markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).